Manufacturer narrative:
Evaluation, results: root cause is undetermined, inherent risk of procedure - myocardial infarction, no results available since no evaluation performed - device or procedural images not provided for review, no device returned. Evaluation, conclusion: inherent risk of procedure-myocardial infarction, unable to confirm complaint - device or procedural images not provided for review, root cause is undetermined. (B)(4).

Event description:
It was reported that the patient had 3 medtronic bare metal stents implanted in 2002/2003 and reported that when the stents were implanted he experienced a lot of pain, unstable angina and suffered at least 4 myocardial infarctions post implant. The patient reported that after the first medtronic bare metal stent was implanted restenosis was confirmed within 3-6 months and a second medtronic bare metal stent implanted in treatment. Restenosis was confirmed again and a third medtronic bare metal stent was implanted within a year of the first implant. The patient was unsure if the pain experienced was related to the stents. No other information was received.